Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: (B)(4) mechanical valve, 2002-(B)(6). (B)(4).